Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The se run the short self-test and extend self-test. The ventilator passed all test.

Event description:
It was reported that the ventilator had a graphical user interface (gui) reset. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Covidien reference number: (B)(4). This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.